Event description:
It was reported to philips that the energy output was too low during testing. There was no patient involvement.

Manufacturer narrative:
The fse evaluated the device onsite and found the issue. The fse confirmed the cause of the device not passing the operation control test was due to the storage capacitor being defective. The bench repair technician replaced the storage capacitor. The device passed all performance assurance tests and was returned to the customer. Based on the information available and the testing conducted, the cause of the reported problem was due to the malfunction of the storage capacitor. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The fse replaced the storage capacitor to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.